Manufacturer narrative:
(B)(4) date sent to FDA: 03/30/2016. (B)(4). If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent transurethral collagen injection on (B)(6) 2004 due to sui. It was reported that the patient underwent suburethral pelvicol and cystoscopy on (B)(6) 2004 due to sui. It was reported that the patient underwent sparc sling and cystoscopy on (B)(6) 2006 due to recurrent sui.